Event description:
A report was received that the patient felt like being poked in the middle of her back causing sharp pain when device was on and dull pain when device was off. Lead migration was suspected, but no imaging study done to confirm. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm, model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was reported that the poking sensation was not device related and went away after the explant. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient felt like being poked in the middle of her back causing sharp pain when device was on and dull pain when device was off. Lead migration was suspected, but no imaging study done to confirm. The patient will undergo an explant procedure. No device malfunction was suspected.